Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump didn't alarm for close door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction b5: it was reported that a spectrum iq infusion pump had a repetitive close door error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "repetitive close door error" was not reproduced but the device door was found to require a high amount of force to close it when a set was loaded. The customer reported "close door" messages would be expected if the user has difficulty physically closing the door. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the door hook. The door hook requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.